Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device incorrectly diagnosed rhythms as supraventricular tachycardia (svt) and ventricular tachycardia (vt) even though the leadless electrocardiogram interpreted them as the same rhythm. No intervention was performed and the patient was stable with no consequences.